Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the ok button sticks in the down position and he had to work at it to get it to spring back up. The reporter stated this started a couple of weeks ago and is getting worse. The patient reportedly wore the pump in a pocket and cleans the pump with a damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the sticking 'ok' button was unable to be duplicated. All of the keypad buttons were found to be responsive. The keypad was removed and contamination was observed under all of the button contacts.